Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during cataract surgery an ophthalmic handpiece did not suck or fragment the cataract when connected to the console. Patient harm was not reported. Additional information has been requested.

Manufacturer narrative:
A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. However, the sample was returned for evaluation. The handpiece (hp) was received for evaluation. A visual assessment of the returned sample revealed no obvious nonconformities. The handpiece was connected to a calibrated resistance breakout box, where the output and input impedances were found to be within specification. The active sentry handpiece was connected to a calibrated system. The handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the handpiece to meet specifications the handpiece was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
Phacoemulsification was poor too.

Manufacturer narrative:
Corrected information is provided in sections b.5 and h.6. Additional information is provided in sections d.9 and h.3. The manufacturer internal reference number is: (B)(4).